Manufacturer narrative:
Description of complaint: cuff did not inflate due to holes. Batch paperwork: batch and complaint records indicated no such problems with this order. Retain sample: the retain sample tracheal and bronchial cuffs were inflated and immersed in alcohol and water-no leakage was detected. Cause: the bronchial and tracheal cuffs of the returned unit was inflated and immersed in alcohol and water-leakage was detected from the tracheal cuff. Closer examination revealed a 1-2mm v shaped slit on the body of the tracheal cuff parrallel to the main body tube. Microscopic examination revealed that the slit was caused by a "tearing" action. The single wall thickness of the tracheal cuff was measured away from the damaged area and was found to be within blueprint specifications. Quality:the returned unit did not cause injury to the patient. Confirmed: the repoerted problem was detected on examination of the returned unit. Nin-justified: there is no evidence to suggest that the reported problem occurred in the house. Corrective action/comment: all co's cuffed catheters undergo a four hour inflate/deflate test prior to packing and it is this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process.

Event description:
Cuff did not inflate due to holes.